Event description:
The manufacturer received information alleging a ventilator "service required" alarm condition occurred and an issue related to pressure delivery. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaints were confirmed. The device's internal battery and sensor board were replaced to address the issues.